Manufacturer narrative:
Product analysis: analysis confirmed the programmer failed the finger touch test and found an unexpected/poor response to finger touch during operator interaction with the touchscreen. It was noted that the upper display hinges were loose, the keyboard was damaged, the system fan was intermittent, the driven lead and electrode test failed, the logo button and the hardware on the hinge plate were missing. It was further reported that the power cord bay, the right overlay latch hasp and the personal computer memory card international association eject tab were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer cursor was observed to be moving autonomously following an update to its software version. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer cursor was observed to be moving autonomously following an update to its software version. The programmer is expected to be returned for evaluation. There was no patient involvement. 2024-08-27, it was reported that the programmer had been returned for evaluation.

Manufacturer narrative:
Product analysis #810495201:analysis confirmed the programmer failed the finger touch test and found an unexpected/poor response to finger touch during operator interaction with the touchscreen. It was noted that the upper display hinges were loose, the keyboard was damaged, the system fan was intermittent, the driven lead and electrode test failed, the logo button and the hardware on the hinge plate were missing. It was further reported that the power cord bay, the right overlay latch hasp and the personal computer memory card international association eject tab were broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Continuation of d10: product ID 2067 lot# serial# inp041736r implanted: explanted: product ID 2290 lot# serial# pkl007482r impl anted: explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.